Event description:
It was reported, the light source had no image. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: d8, e2, e3, e4, g2 ("health professional" should not be selected as the contact/reporter is not a health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the scope socket was corroded and defective. Olympus, therefore, surmised that phenomenon ¿no image¿ occurred because an abnormality occurred in the electrical communication due to corroded and defective scope socket. Olympus will continue to monitor field performance for this device.